Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button could not be pushed down. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose level was 142 mg/dl.